Event description:
It was reported that the patient presented to the emergency room one-week post-implant with second-degree heart block. The right ventricular (rv) lead was under-sensing and in high output mode and failed to capture. The patient was taken to the catheterization lab for urgent lead replacement. Fluoroscopy revealed rv lead perforation through the septum. The perforated lead was explanted and replaced with a new lead. The patient was stable.